Event description:
Pacemaker is under bsc advisory for premature battery drain. Confirmed premature battery drain on (B)(6) 2023 remote follow up. Plan for pacemaker generator change within 90 days, waiting to be scheduled.